Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half ago.

Event description:
It was reported that the patients ipg was no longer taking a charge despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.